Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode the customer stated that there was no patient involvement.

Event description:
Lvp bezel post recall 2019- 07/25/2019 10:01:31 sandra j mcdonald (smcdonal) lvp bezel post recall 2019 arnold mostella biomed 205-933-8101 ext. 8053), arnold.mostella@va.gov 09/27/2019 06:35:02 dune laraya (dlaraya) est rcl to mnr 10/21/2019 08:58:46 lauryne wasan (lwasan) npi confirmed updated from rcl to mnr for the minor repairs needed per dune laraya, service tech. Repair approved by arnold mostella, biomed, at arnold.mostella@va.gov for $230. Use new po# 521-p00220 for reference. Repair to be charged to credit card: visa // -e803-4369-arzyy9yh6f9p3h // exp 08/2023 // emily parker 10/21/2019 09:58:40 dune laraya (dlaraya) software updated to 9.33.0.22 software per xdo3 customer software 10/28/2019 10:48:18 annette a mendez (amendez) 1001910514210003523300119242605310 11/07/2019 08:00:13 joshua monk (jmonk) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.